Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing a static fill estimate of 85 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer called for assistance and received education that this issue could occur due to large differences in internal pressure measurements and that once actual insulin amount matched the static value, gauge would begin to count down normally, and caller understood and acknowledged this explanation.